Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces.no scrolling numbers display anomaly noted. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was trying to bolus when she noticed the up and down arrow buttons were sticking. The numbers on the insulin pump were scrolling. The insulin pump alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.